Manufacturer narrative:
This MDR is being submitted following our procedure: patient was hospitalized for cellulitis (third party intervention, possible serious injury); device unavailable for investigation; device is supplied sterile, but the site may not have been prepped properly where the needle penetrates the skin.

Event description:
Type 2 diabetic on vgo since (B)(6) 2014, currently on v-go 40, reported to valeritas customer care that she was admitted to the hospital with cellulitis. Valeritas ae assessor spoke with patient for further investigation of this report. On (B)(6) 2014, patient noticed "redness and severe pain after removing the v-go" from right abdominal area. Patient followed up with hcp and was started on an oral and a topical antibiotic. Patient states the redness and inflammation at the site "continued to get larger in size and more severe in pain". On (B)(6) 2014 patient was admitted to the hospital with a diagnosis of cellulitis "at the vgo site" and was placed on IV antibiotics. Patient was discharged from the hospital on (B)(6) 2014. V-go is not available. Patient informed valeritas ae assessor that the site is not completely healed. It is reported as still warm to touch, reddened, painful and draining yellowish discharge. Patient is cleaning site with prescribed skin cleaner, applying bactroban and covering with a clean dressing daily.